Event description:
It was reported that the homechoice cassette leaked. This was observed during dwell of peritoneal dialysis therapy. The leak was further described as ¿some solution under the door¿ and ¿the membrane and the door was wet¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack at the side of the welded cassettes. Pressure test was performed and a leak was observed at the crack location of the cassette. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.